Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5092550. Additional/changed and/or corrected data : b.5., d.7., d.10., g.3., h.3., h.6. Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, one linear opening on the posterior and one extended opening. Leak test and microscopic analysis was performed which identified one smooth crease opening on the posterior and one striated opening on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - one crease smooth opening on the posterior assessed as fold flaw opening. - one striated opening assessed as surgical damage consistent in the use of some surgical tool.